Event description:
It was reported the patient experienced pain at the ipg site. Medication was unable to resolve the pain. As a result surgical intervention was undertaken during which the ipg was explanted and replaced.